Event description:
False negative results. Bought 3, false negative! One of the solution was not watery but syrup texture.

Manufacturer narrative:
Paste case outcome section 6the current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation.any additional information received by acon may be provided to FDA in a follow up MDR.